Manufacturer narrative:
Initial reporter address: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to a pinhole in the bending section rubber which resulted in water tightness being lost. The bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending sectio rubber had a white clouded area. The adhesive around the objective lens and light guide lens were peeled. The connecting tube had a scratch and a dent. A streak of flare appeared on the image due to the adhesive around the objective lens peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the gastrointestinal videoscope had an air leak. Upon inspection and testing of the returned device, it was noted that the nozzle was clogged with foreign objects due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that fibrous foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to IFU. Olympus will continue to monitor field performance for this device.